Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the graphical user interface (gui) printed circuit board (pcb) with backlight inverter printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Product analysis: a graphical user interface (gui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs, functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found if information is provided in the future, a supplemental report will be issued.